Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact, patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Functional testing was attempted, however, the device would not respond. A review of the receiver log observed firmware errors, however, they are unrelated to the complaint of hardware error. The reported fault could not be reproduced.